Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial #: (B)(6), UDI#: (B)(4). Product ID: m995402a001, serial #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep) regarding an external device to an implantable neu rostimulator (ins). The indication for use was fbss leg/back and spinal pain indications. It was reported that the patient was in need of an MRI tomorrow for unrelated reasons to the ins; however, they are unable to get into MRI mode to check eligibility because the controller screen shuts off when the recharger is plugged into the controller. The patient was on the phone at the time of call and stated that the controller would charge normally, and then when it is taken off of the wall charger and plugged into the recharger, the screen instantly goes blank. This had been happening for awhile now. Troubleshooting was unable to be performed as the rep was not with the patient at the time of call. The rep reported that they tried taking the battery pack out of the controller and placing it back in; however, that did not resolve the issue. The patient stated on the call this has been an issue for "awhile". A replacement recharger was sent out. The rep called back after working with the patient and getting them a recharger to use in the meantime while waiting for the replacement recharger. During further troubleshooting with the patient, they determined that they believe the controller to be the issue because when they remove power from the controller with the battery it goes blank. But while on phone today, the patient stated that they were seeing a screen that stated "battery is low". The patient indicated that they left the controller plugged in all last night. The manufacturer's technical services specialist (tss) recommended that pt continue to charge controller. A replacement controller was sent out. The patient called back stating they got the replacement recharger from delivered today but they needed a controller battery since the controller would not take a charge no more. The manufacturer's patient services specialist (pss)  reviewed shipping of new controller without controller battery. The patient called back and mentioned the replacement controller still was not charging. The patient also got software problem: 1_intelis, 2_3.0, 3_1056, 4_qppeg-c. The patient reset the controller on call. The controller screen came on when the patient plugged in the ac power supply, but the controller was not charging when battery pack was installed. The patient reset controller again and confirmed controller turned on when the ac power supply was plugged in. Screen came on and displayed 97745 and 3.0 with a blue screen. The patient reset controller and got software problem. Pt reset one more time and got the implant, trial, clinician screen (expected because replacement controller) and the patient reported "an arrow pointing to the left" on the implant, trial, clinician screen. The patient inserted the battery pack into controller, but controller did not charge from the ac power supply. No damage was detected on the controller, ac power supply, or battery pack. A replacement battery pack was sent out. The patient called back stating they got a new controller battery and put it into the controller and controller was blinking green. The patient asked about getting a ID card and was transferred to registration. The patient called back and said they were told their equipment might need an upgrade by hospital staff but didn't know what that meant - pss said software on controller specifically doesn't really go through updates and the patient wasn't sure what they had been talking about. Additionally, they asked if a request had been submitted for an ID card as they were uncertain if they were understood when re questing on previously. The patient said otherwise their equipment appeared to be working well and they were waiting for controller to charge. No patient symptoms were reported.